Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was a report that solution was leaking from behind the door of a homechoice where the homechoice cassette was located. This occurred during the prime phase of peritoneal dialysis setup of therapy and was reported during troubleshooting for an unrelated alarm. The patient was not connected at the time of the cassette leak. The patient did not notice any damage to the cassette or the over pouch before the cassette was used. The technical services representative assisted the patient to end therapy and advised the patient to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.